Event description:
The customer contacted baxter?s technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm and then assisted the home patient (hp) to cycle power off then on to clear alarm. The tsr instructed the hp to start over with all new supplies. The hp stated his final bag had a very loose connection. The tsr explained that a loose connection could cause the alarm. Hc was okay. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy on the cycler and continuing with manuals. The hp felt that the cause of the alarm was due to a loose connection on the final bag. Per hp, he did not have any injury or harm as a result of this incident. The hp stated he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident. The reported problem was confirmed. The assignable cause was related to a loose connection

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.